Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. There was a problem unloading the device, the jaws of the reload would not open. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon needed ligasure to cut it out. There was unanticipated tissue loss as a result of the problem. There was no additional patient harm. The patient outcome is alive, no injury.